Event description:
It was reported that a caster came off the bed allegedly startling the patient which resulted in difficulty breathing. Shortly thereafter, a second caster came off the bed. The hospital used an overhead patient lift system to transfer the patient safely off the intouch bed onto another bed. The patient had some anxiety with the event and being suddenly moved so was given medication to calm them throughout the process.

Manufacturer narrative:
Supplemental submitted to report that when a stryker technician went to evaluate the bed, it had already been placed back into service by the user facility. Upon evaluation, no casters were found to be missing the steer and brake functions could not be tested as there was a patient in the bed.

Event description:
It was reported that a caster came off the bed allegedly startling the patient which resulted in difficulty breathing. Shortly thereafter, a second caster came off the bed. The hospital used an overhead patient lift system to transfer the patient safely off the intouch bed onto another bed. The patient had some anxiety with the event and being suddenly moved so was given medication to calm them throughout the process.